Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and testing of in-house samples. The retained sample material of axsym toxo igg reagent was tested. All tests generated acceptable results. There was no indication of any unusual performance with lot number 90093hn00. A review of complaint records for axsym toxo igg lot number 90093hn00, did not identify any problems relating to the customer's observation. Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. Based on our evaluation, we have determined that axsym toxo igg reagent pack, list number 9k08-20, lot number 90093hn00, identified in the complaint, is performing acceptably.

Event description:
The customer stated a false positive axsym toxo igg was generated for one patient sample. The sample generated an initial toxo igg result of 30.0 iu/ml. A repeat of the same sample generated a negative result of 0.0 iu/ml. Another sample from the same patient also generated a negative result of 0.1 iu/ml. Field service was dispatched to inspect and service the analyzer. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, axsym toxo igg, list number 9k08, that has a similar us product distributed in the us, axsym toxo igg, list number 3b22-22. An investigation is in process. A follow-up report will be submitted when the investigation is complete. An investigation is in process.